Manufacturer narrative:
Internal report reference number: (B)(4). Lancets were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call on 03-sep-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated she has not used replacement products and will call back thi.

Event description:
Consumer reported complaint for bent lancets. Sister is calling on behalf of the customer. Customer stated that the lancet needles bend when taking off the protective cover. The package was not open or damaged when received by the customer. Customer has used the lancets since february 2020. Customer did not claim to be injured using the lancets. Customer did not need medical intervention related to the use of the lancets.